Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Product analysis: the device was returned and evaluated by product analysis on 08/04/2015 with the following findings: the power issue complaint could not be duplicated with investigation. The pump powered on. Review of the pump¿s black box data revealed evidence of rebooting events. A battery compartment crack was observed. There was no evidence of battery compartment moisture. The battery cap coin slot was damaged. The battery cap was able to secure properly to the pump. Leak testing revealed a battery compartment leak. Moisture damage was found on the pump¿s motor circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.